Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that her nurse removed the infusion set and found the cannula completely bent. The customer then stated that she received lots of no delivery alarms. The customer also stated that she uses a silhouette infusion set and changes her infusion set every three days. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.